Manufacturer narrative:
(B)(4). The customer returned one arrow cath-gard inserted over a 7.5fr swan-ganz catheter for analysis. Signs of use were observed on the sample. Initial visual analysis did not reveal any defects or anomalies of any kind. After failing functional testing, it was noted that the distal and proximal housing units do not appear secure when locked onto the returned 7.5fr catheter. The distal and proximal hubs were then disassembled to analyze the inner sleeve component. Visual and microscopic examination revealed narrowing along the middle of the extrusions from both sleeves. Additional microscopic examination of the ends of both sleeves revealed a small lip along the inner edge. This lip is only observed on one side of the sleeves. To accurately measure the inner diameter of the inner molded sleeve, the cath-gard hubs were disassembled. The inner diameter of the sleeve within the distal hub measured 0.115", which is within the specification limits of 0.110"- 0.117" per the sleeve product drawing. The inner diameter of the sleeve within the proximal hub measured 0.1146", which is within the specification limits of 0.110"-0.117" per the sleeve product drawing. The returned 7.5fr catheter (outer diameter measured 0.0985") was inserted through the returned cath-gard. The swan-ganz passed through the cath-gard with no issue. Testing of the locking mechanisms on the cath-gard distal and proximal housing units revealed slippage on both hubs. Performed per IFU statement, "insert tip of desired catheter through proximal end of catheter contamination shield. Advance catheter through tubing and hub at other end". Two additional tests were performed by inserting the sleeves over a 0.107" and 0.109" pin gage. When holding the pin gages vertically, the sleeves are intended to fall under their own weight. It was observed that distal and proximal sleeves failed both the 0.107" and 0.109" pin gage tests. The lidstock artwork informs the user, "psi kit for use with 7.5-8fr catheters". The IFU provided with the kit informs the user, "do not inflate balloon of flow-directed catheter prior to insertion through catheter contamination shield to reduce the risk of balloon damage". The report that the cath-gard was not secure to the catheter body was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed that the cath-gard distal and proximal hubs are not secure to the returned 7.5fr swan-ganz catheter. R & d and manufacturing have been consulted regarding investigations of this nature. They stated that various factors could contribute to the functional issue observed and the issue warrants further investigation. Based on these circumstances, the current root cause is undetermined, and a non-conformance has been initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "locking mechanism of swan does not work. Swan appears to be locked; however, the swan catheter moves out of place easily." The line was removed. There was no patient harm or injury. The patient's current condition is reported as "unknown".